Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report could not replicated. Review of the device log 2465 corresponded to the reported event, showing user errors during syncing and discharge attempts. Sync mode was enabled multiple times throughout the case. During the third attempt, when using pads view, the device displayed "pads lead fault," indicating poor connection between the electrodes and patient. Subsequent troubleshooting was observed as "pads on/off" messages in the log. The user ultimately delivered two successful synchronized shocks. Review of related logs showed other successful synchronized cardioversion events, confirming that the issue was not consistent and likely caused by intermittent paddle-to-patient connection. The device passed all functional testing with no faults observed or noted. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-12) (rev: c) recommends using hands-free therapy electrodes over paddles when performing synchronized cardioversion, as artifact can be induced when the paddles move. Analysis for reports of this type has not identified an increase in trend.